Event description:
It was reported that the patient expired. Review of stored egms showed a vf episode with alerts for possible high voltage lead issue. The device appeared to charge and attempt to deliver hv therapies; however they were aborted without converting the arrhythmia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.